Event description:
The patient presented to the emergency room experiencing a heart rate of 20 beats per minute and went into cardiac arrest. The device exhibited no output and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.